Manufacturer narrative:
The mcs instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy procedure, the monopolar curved scissors (mcs) instrument stopped responding to commands. Upon inspection, a broken steel cable was on identified on the mcs instrument. The customer performed an ultrasound. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.